Event description:
It was reported that the user experienced hyperglycemia after a missed meal announcement that was entered late, leading to a blood glucose of 267 mg/dl for which corrections had already been dosed, followed by additional insulin from the late meal entry that resulted in insulin stacking and subsequent hypoglycemia reported at 52 mg/dl. No adverse clinical symptoms associated with hyperglycemia and a subsequent hypoglycemia reported. Outcomes included self-treatment with fast-acting oral carbohydrates, with no hospitalization reported. Customer care provided troubleshooting and education focused on meal announcements and prevention of insulin stacking. Investigation of this case revealed user-related timing of meal announcement as the precipitating factor, with device function not implicated based on the reported sequence and response to education. It was concluded that the cause was user-related use error due to a late meal announcement.

Manufacturer narrative:
Initial.